Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection found evidence of insect infestation in the device. The device evaluation was not completed due to the insect contamination. (B)(4).

Event description:
It was reported to resmed that an astral device failed to ventilate and there was no air flow at start up. There was no patient injury reported as a result of this incident.